Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery. Customer stated that sometimes she delivers a bolus and would receive a no delivery and if she goes back and bolus again, it will go through without an issue. Customer stated the issue started about a year ago and it has been more frequent lately. Customer stated that she will feel more comfortable replacing the insulin pump. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.